Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: review of the black box data revealed record of call service alarms (064). Black box data confirmed occlusion during the prime operation. On investigation, the pump was exercised for 24 hours without duplication of the call service alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was found to be dim, faded and discolored.